Event description:
Surgeons database report states that pt presented with a three year old im nail implant with pain at knee and fracture site. Reviewed pt x-rays which show that the implant may have migrated toward the knee and some slight displacement of interlocking screws. Pt x-rays also show a non-union of the f/x site. The surgeon performed an exchange surgery to replace the im nail. No indication of product defect.